Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device due to the implant not being the right fit for the patient. The patient was doing well after the device was removed.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: device evaluation unable to be completed as product was not returned and imaging was not provided. Root cause: root cause was unable to be determined as product was not returned and imaging was not provided. DHR review: DHR unable to be reviewed as lot information is not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device due to the implant not being the right fit for the patient. The patient was doing well after the device was removed.